Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that they experienced inaccurate values which prompted him to call the emergency medical technician¿s (emts) to take him to the emergency room (ER). At the time of contact, the patient was waiting in the ER and was conscious. There is no additional patient or event information available.